Manufacturer narrative:
Retainer = black. Device was returned for missing the retainer, high bg event, and pump error 63 alarm found on (B)(6) 2021. Device was received with the black retainer still attached to the pump case. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at (B)(4). However, the insulin pump alarmed pump error 63 during the self test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms or pump error 53 alarms noted during testing. Successfully downloaded the trace and history files using thus. The pump history file lists data from (B)(6) 2021 thru (B)(6) 2021. Unable to verify insulin flow blocked, pump error 53, or pump error 63 alarms on or near 10/4/2021. Pump error 63 alarm during the self test is due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. Device was cut open to perform a visual inspection. Moisture damage and corrosion was found on the electronic assembly (pcba 1 and pcba 2), the vibrate harness assembly, motor, and force sensor. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label faded, end cap address label stained, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Missing retainer and reservoir unable to lock into place are not confirmed however, other cosmetic damage was noted. Pump error 63 alarm is confirmed and due to broken pin 6 (sda) trace at u1 on the keypad assembly. Pump error 53 alarm is unknown due to no history data available to verify the alarm. Moisture damage was found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl treated with insulin pump. Customer had symptom related to high blood glucose event was nausea. Customer had received insulin flow block alarm and hardware low level failure alarm. Self test and displacement test was passed. 5u fill cannula passed. Retainer ring was slant and reservoir did not lock in place. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will be returned for analysis.